Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated and remained activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicone insulation was charred, cracked and partially detached from the tip of the hot jaw. The heater wire was flexed away from the hot jaw but remained attached at the tip and the base of the jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU cv000006799 rev a) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the return condition of the device and the evaluation results, we were unable to confirm the complaint for the reported failure mode "self activation" but could confirm the complaint for the analyzed failure mode "peeled insulation" and "bent wire". Specific actions for the failure modes are being maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated and remained activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.